Manufacturer narrative:
When additional information becomes available a follow up report will be submitted. No product at hand. Investigation: no product at hand. Based on the event description from the customer, "a plastic fragments of triangular shape," we assume that the distal end of the cartridge was broken off. This was most likely caused by an overload situation or an insufficient handling during mounting the cartridge on the applicator. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, we assume the root cause of the error is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. If further investigations are required, the product should be provided for examination. No CAPA necessary.

Event description:
It was reported the broken fragment was found in situ. The reporter indicated that during a laparoscopic cholecystectomy surgical procedure in patient with acute gangrenous cholecystitis, asexualized lithiasic in a previous total gastrectomy, clips are placed on cystic artery. During the washing of the abdominal cavity, a plastic fragment of triangular shape was detected on the transverse colon, which was extracted from the trocar 12 mm. Additional information has been requested, however, as of this report has not yet been received.